Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(Con)information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that early this morning around 2 am, she was woken up by a shock throughout her whole body. Redirected patient to contact her managing hcp to schedule an appointment for a device check. No further complications noted or anticipated.